Event description:
Customer alleged discrepant blood glucose results of 106 mg/dl and 11 mg/dl when testing was performed back-to-back within 6 minutes on the aviva system. Customer reported, these results were taken during a severe diarrheic episode. Customer reported was treated by a relative with glucose tablets and sugar and reports feeling fine. Customer stated, she is anorexic and has crohn's disease. A request was made for the return of the suspect device and replacement product was sent.